Manufacturer narrative:
(B)(4). The sample is reported available but has not yet been received by the manufacturer. The device history record for (B)(4) was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the suction catheter was found to be disconnected from the sleeve. Per additional information received, this occurred prior to patient use. No further information has been provided.

Manufacturer narrative:
One used sample was received without original packaging. The sample was received with the catheter detached from the cone adapter. The proximal end of the tubing was viewed under magnification. There was a visible ring of adhesive seen on the outside of the tubing, located 5mm from the proximal tip. The components were viewed under uv light for presence of adhesive with optical brightener. There was consistent coverage of adhesive seen on the proximal end of the tubing and in the cone adapter. The complaint is confirmed. While the investigation of the sample revealed that adhesive was present on the components, previous investigations into similar events have determined that the root cause for the reported malfunction is manufacturing related. A risk analysis was completed and based on the likelihood of event occurrence the overall risk remained within the same acceptable range. Corrective actions have already been initiated. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.